Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 19mm trifecta gt valve was implanted. In (B)(6) 2021, the patient had follow up with no problems reported. In (B)(6) 2021, the patient was admitted for heart failure. In (B)(6) 2022, the patient was admitted again and echocardiography showed severe aortic regurgitation (ar). Medication was administered, however "heart failure did not improve." In (B)(6) 2022, the patient was admitted for additional treatment (oxygen inhalation, medication). Patient symptoms include dyspnea and dizziness. Open-heart surgery was suggested, however the "patient was reluctant." Tavr was also considered, however no treatment is scheduled. Conservative therapies was reported after discussion with the patient. The valve remains implanted. No patient consequences were reported.

Event description:
N/a.

Manufacturer narrative:
An event of regurgitation suspected to be due a leaflet tear was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd), specifically a non-calcific leaflet tear, which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The patient's medical history was not able to be provided. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.b3 - date of event is estimated to the first hospital admission due to heart failure. Only the month/year